Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause of the failure was contamination on j702, j703, j704 connectors in the distribution node (dn). The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's ecgs were non-functional.